Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that discrepant magnesium results of 0.7739, 3.8858 and 0.7562 mmol/l were generated for a patient sample (ID 118263) tested on architect c4000 serial number (B)(4). The customer's normal range is 0.62 - 0.95 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
Architect c400983 service history since (B)(4) 2014 includes several instances of inconsistent high magnesium results which were addressed by abbott field service on multiple dates by performing maintenance and troubleshooting which included replacing and/or cleaning and/or adjusting various parts. A variety of probable causes have been identified and addressed on various dates which provided temporary resolution. However, the issue reappears after a period of time. No adverse trends were identified in a review of ticket trending data for the magnesium assay. A review of c4000 tracking and trending data for clinical chemistry systems revealed no systemic issues or adverse trends associated with magnesium results. The architect system operations manual, architect c4000 system service and support manual, and technical bulletin (B)(4) revision (B)(4) provide information with regard to specimen handling, maintenance, and troubleshooting the reported issue. A specific cause for the intermittent magnesium fliers has not been identified at this time. Currently, there is insufficient information to reasonably suggest that a device malfunction has caused the issue. The recurrent issue has been addressed in accordance with troubleshooting provided in the architect system operations manual and approved customer support/field service labeling. Based on the investigation performed, a product deficiency is not identified.